Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Review of complaint notes shows that drain was not saved, unable to be returned. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per line 4.33 in (B)(4) risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821731c - leakage from posterior stopcock. Customer confirmed that the device was in contact with the patient but no injury or medical intervention required.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Review of complaint notes shows that drain was not saved, unable to be returned. The device history record was reviewed, the raw materials used in the manufacturing met specifications and there were no anomalies observed during the manufacturing, packaging, or inspection of the device in process. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "lnteg-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731 c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the complaint could not be confirmed as the device was discarded by the customer. The device history record for the device reported was reviewed and there were no anomalies or nonconformances found. Failure mode: unconfirmed/device not returned for evaluation.

Event description:
Part nt821731c - leakage from posterior stopcock. Customer confirmed that the device was in contact with the patient but no injury or medical intervention required.